Event description:
It was reported that during a stenting treatment procedure, shaft fracture occurred. The target lesion was located in the mildly tortuous and calcified diagonal branch of the left anterior descending artery (lad). The physician predilated the lesion with a 2.0 x 20mm apex balloon and then advanced a 3.0 x 28mm promus element plus stent delivery system (sds); however, the device was unable to cross the lesion. A 3.00 x 12mm promus element plus sds was then advanced to the lesion and the shaft fractured. Everything was removed from the patient and a 3.0 x 8mm promus element plus stent and a 3.0 x 12mm promus element plus stent were placed. Post dilatation was performed with an nc quantum balloon. No complications were reported and patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the catheter was returned in two sections due to a hypotube break 23 cm from the manifold strain relief. The hypotube was broken at a second location, 18 mm proximal to the first break site, however this piece was held together with a part of the hypotube coating. The hypotube was furthermore kinked at various locations. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Traces of blood were visible in the guidewire lumen indicating the device was used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
(B)(4).